Manufacturer narrative:
This report is submitted on 15 january 2021.

Manufacturer narrative:
This report is submitted on december 14, 2020.

Event description:
Per the clinic, the patient developed a middle and inner ear infection after sustaining trauma to the implant site, followed by a performance decrement. Reprogramming attempts were made; however the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2019. Reimplantation on the contralateral ear is planned.